Manufacturer narrative:
The needle was possibly left in the abdomen after the injection. The needle and the plastic tip seemed to have separated. A review of the batch records show no internal deviations during production and no abnormalities or deviations from the validated manufacturing process. Resistance to breakage testing according to iso 9626, chapter 5.9, was performed on 5 samples retained from the same batch. Results show no visible breakage can be found.

Event description:
The needle was possibly left in the abdomen after the injection. The needle and the plastic tip seemed to have separated.